Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was performed which confirmed the electrical continuity of the lead. Microscopic visual inspection revealed an inner coil insulation breach. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that a red alert was generated for this system due to a pacing impedance measurement less than 200 ohms on the right ventricular(rv) channel. Additionally, noise was observed which was oversensed resulting in pacing inhibition. A revision procedure was performed. The rv lead was removed from service and noise was still observed when the replacement lead was interfaced to the existing device. Therefore, the device was also removed from service. However, the lead and device did not present with any physical anomalies so the root cause of the clinical observations was not determined. No additional adverse patient effects were reported.